Event description:
It was reported that the device could not be interrogated. The device was replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the device could not be interrogated. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis confirmed a no output and no telemetry condition. A high current drain was also noted. Upon isolation of the battery filter capacitor, the high current drain cleared and was not able to be reintroduced. Because the condition disappeared during analysis, the exact cause of the high current drain could not be determined.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.